Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his astigmatism is not improving. The surgeon reports the pt outcome as "good".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 08/24/2007. Add'l info was requested 07/30/2007, 08/01/2007 and 08/02/2007 by phone, mail and fax. Add'l info was received 08/01/2007, 08/02/2007 and 08/07/2007 by phone and fax.